Manufacturer narrative:
On 27-mar-2020, the investigation on the suspected medical device was completed. Investigation summary: the product was returned for evaluation. However, it was not received in a closed thermoform. During visual evaluation no brown material was observed; however, a white material was detected on the shell, on the posterior aspect, measuring 0.08 cm (0.8 mm). An additional analysis was performed to identify the chemical composition of the material, and it revealed a spectrum for silicone-based material, which is not a foreign material, but the manufacturing material for the device itself. According with manufacturing investigation, this nonconformance to specifications will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use however, it will generally be noticed by the customer and affect perception of quality. There are inspections, at various stages of the manufacturing process, to evaluate the shell and other types of defects like excess material, however these types of visual inspections are human based and therefore have an opportunity for an item to not be detected. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor memorygel breast implant was inspected preoperatively and found to have foreign material present on the shell, as well as an indentation in the shell itself. The reporter noted that the foreign material appeared to be a piece of an antibacterial surgical drape. It should be noted that surgical draping is not used during the manufacture of memorygel breast implants. It was reported that the device spent time in the operating theater prior to being identified by the end user as unusable. There were no reported patient consequences or procedural delays as a result of this issue. Follow-up is in progress, and a supplemental report will be submitted if additional information is received.